Event description:
On (B)(6) 2020 5:30p, I have a ICD in my chest, I was one of the very first to get one of these units. Installed in (B)(6) 2010, model numbers cd 1231- 40q, 7121-q/65, serial number (B)(4). Implant date: (B)(6) 2010. I have experienced various twitching and small shock vibrations in my chest, the area where the defibrillator is placed, every two to three times per hour. This is very annoying. I get twitching, and occasionally will get a minor shot and some light dizziness if I try and adjust the unit or try and tap my chest to stop the twitching. This has been continuous for the last year or so. I was not sure what was going on. I thought it may be just me not sleeping correctly or on my left side that was bothering the unit but the twitching is getting worse, and I have experienced multiple minor shocks. (B)(6). FDA safety report ID# (B)(4).